Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, b and up) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery test alert and rewind anomaly due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button on the insulin pump seems to difficult to press. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.